Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a bifurcated stent graft was intended to be implanted just below renal artery. However, the final angiography confirmed it to be implanted lower than intended by approximately 1cm, which might have been caused by a shrunk neck when the delivery system was delivered upward. As a result, a type ia endoleak was confirmed. An aortic cuff was attempted to be added. The delivery system was moved upward, and the distal side of aortic cuff was confirmed to be in a lower position than the main body by 1cm. After 1-stent length was deployed, the suprarenal stent was opened and pushed upward to push up the distal aortic cuff. However, the main device unexpectedly migrated upward. The distal side of aortic cuff was able to be placed above main body, but both sides of renal arteries were mostly covered. Cannulation of the renal artery was attempted from the bottom and from above in order to insert a stent. The guidewire was able to be inserted, but catheter could not be inserted and it was abandoned. Renal function was measured post-operatively and creatinine levels were approximately 1.0 and there was no issue. The patient did have a slight cerebral infarction which resulted in blindness for half of the patient¿s right eye. It was noted that this seemed to be caused by flow of thrombus into the brain during operation of the guidewire. As of (B)(6) 2015, the patient was not able to walk straight yet, so the physician has not allowed the patient to be discharged. No additional clinical sequelae were reported and the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).